Event description:
Philips received a complaint on the heartstart mrx device indicating that the battery failed. There was no patient involvement.

Manufacturer narrative:
The customer center representative evaluated the device remotely. The ac power module was identified to be defective however the replacement quote was cancelled due to end of service of the mrx model. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022.